Event description:
Dealer advises the reciever for the left and right side of the chair are cracked. Sent out two for warranty replacements.

Manufacturer narrative:
Invacare awareness date ((B)(4) 2012). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for injury associated with the receivers for both sides of the chair being cracked. This could cause instability of the product.